Event description:
During a standard dental treatment parts of handpiece fell in mouth of pt. All parts were retrieved without incident to pt. The doctor does not recall pt name to pull file for age/gender.

Manufacturer narrative:
During a standard procedure the back cap from a dental handpiece came off, part fell in pt mouth. The pieces were collected without incident to the pt. During analysis of the handpiece was found that the debris level passes and the bur shaft stuck in chuck. Further, the ball bearing was cracked, the back cap was off and the bur was broken. Factor that may contribute to the back cap becoming loose are excessive handling of the product, mechanical shock (e.g. Bump, dropping). The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 yr presumption rule.